Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) provided an unnecessary shock to this patient for high atrial fibrillation rates with a three zone set up. No further patient effects were reported. There was inquiry of storage review and programming options.